Manufacturer narrative:
(B)(4).

Event description:
It was reported that via remote transmission, p waves were being sensed but no measurements were being recorded. The next remote transmission will determine the next steps. There were no adverse consequences to the patient.